Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2003 - the patient underwent repair of a recurrent ventral hernia with implant of a large ventralex hernia patch. Ni/ni/ni - it is alleged that the ventralex hernia patch subsequently malfunctioned and required the patient to undergo open surgery to remove the defective device. The patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2003 - patient with a complicated surgical history of multiple ventral hernia repairs was diagnosed with recurrent hernia and underwent repair with mesh. Per operative notes, ¿the fascial defect was estimated to be ~1cm. The ventralex mesh patch (~6.5cm) was introduced below the level of the fascia and was sutured.¿ (B)(6) 2004 - patient was diagnosed with recurrent incisional hernia and underwent laparoscopic repair. Per operative notes, ¿in addition to the umbilical hernia, there was a recurrence of the incisional hernia to the right side of the repair. It appeared the previously placed prosthesis had pulled loose from the right side of the fascia. This was the origin of the recurrence. The adhesions were taken down.¿ a non-bard/davol gore-tex dual mesh was placed covering the umbilical hernia and recurrent hernia defect using spiral tacks. (Note, there was no mention of ventralex mesh removal during this procedure.) (B)(6) 2011 - patient underwent hernia repair with an unspecified mesh. (B)(6) 2011 to (B)(6) 2014 - patient had complaints of chronic abdominal pain; had episodes of purulent discharge and hematochezia. As reported that mesh were left in place due to adhesions. No recurrent hernia or infection was noted. In 2014 doctor states ¿acute worsening of chronic pain after trying to start a snow blower, is likely a recuts muscle tear in setting of chronic pain from scar tissue.¿ pain was not controlled by gabapentin and nortriptyline; mesh removal was recommended, and the patient was referred to a pain clinic. (B)(6) 2014 - patient underwent exploratory laparotomy with mesh explant, retrorectus ventral hernia repair with component separation. (Note, no operative notes were provided, which mesh was explanted is unknown) patient continued to have physical therapy for pain management. Attorney alleges that the patient experienced adhesions, mesh migration, nerve damage, pain, hernia recurrence, chronic ventral hernia pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Medical records show the patient is a construction worker who has a medical/surgical history significant for multiple ventral hernia repairs and recurrences. In 2014 the patient underwent an additional hernia repair surgery and mesh explant was noted, however there is no specific mesh mentioned in the medical records provided. As such it is unclear if the ventralex mesh remains implanted at this time. Hernia recurrence is identified in the adverse reactions section of the instructions-for-use, supplied with the device as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent repair of a recurrent ventral hernia with implant of a large ventralex hernia patch. On (B)(6) - it is alleged that the ventralex hernia patch subsequently malfunctioned and required the patient to undergo open surgery to remove the defective device. The patient has suffered and will continue to suffer physical pain.